Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. The company service representative examined the system and replaced the aberrometer was replaced. The company service representative completed calibration and alignments. The system was then tested and met all product specifications. The company service representative completed mock procedures with no problems noted. The aberrometer was received and a visual assessment of the returned sample revealed no obvious nonconformity. The aberrometer was connected to a hotbed and tested per manufacturing final test. Per sample evaluation, the aberrometer was found to fail manufacturing specifications of field verification testing (fvt), however the measured values are still within product specifications. No nonconformities were identified with the returned sample, and the system met company specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported incorrect readings during cataract surgery with intraoperative aberrometry; the planned lens would correct 4.5 diopters of astigmatism but the system suggested no cylinder correction was needed. The patient had an intraocular lens exchange two weeks later with a replacement lens of the same diopter but toric correction as previously planned. Additional information received; following the initial surgery, the patients vision wasn't sharp due to the uncorrected astigmatism. The patient is still in the post operative period and prognosis is not known.

Manufacturer narrative:
Additional information provided in d.4 and h.4. The manufacturer internal reference number is: (B)(4).